Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset the malfunction code, which did not recur. Customer was informed to continue using the pump and was advised to contact support if the issue reappears.